Event description:
A caller reported a cartridge alarm 30 with their insulin pump, which did not adversely impact their blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and was informed about the replacement pump's software update availability. The customer received guidance on returning the faulty pump, programming the replacement pump settings, and connecting the continuous glucose monitor. A replacement pump was sent to the customer, and they were advised to return the defective pump within ten days to avoid charges.